Manufacturer narrative:
(B)(4). The investigation revealed that the field service engineer went on site and found that the collimator did not respond. He replaced the collimator and performed the necessary adjustment and the problem was resolved.

Event description:
The customer reported, a system malfunction during operation.